Event description:
This report was initially provided to roche by FDA via medwatch mw5109487. I don't know if the roche covid-19 at home test gave a false positive or not. Onset (B)(6) 2022 p.m. Mild to equivocal symptoms. Ind = individual (all same household.) Thursday, (B)(6) 2022: roche covid home test lot: 53k32d1t1, exp: 2022-08-09, results: ind 1 = (+) pos, ind 2 = (-) neg. Ihealth covid home (didn't get lot# before discarding box but not expired and may have bought same time as 211co21215) test results: ind 1 = (-) neg, ind 2 = (-) neg, ind 3 (unknown brand) = (-) neg. Friday, (B)(6) 2022 bidmc alinity sars-cov-2 real time rt-pcr assay. Ind 1 (coll (B)(6) 2022) = (-) neg roche lot: 53k32d1t1, exp: 2022-08-09, ind 1 = (+) pos on/go access bio lot: cp21l76, exp: apr 2022, results: ind 1 = (-) neg saturday, (B)(6) 2022, roche lot: 53k32d1t1, exp: 2022-08-09, ind 1 = (-) neg. Bidmc alinity sars-cov-2 real time rt-pcr assay. Ind 1 (coll (B)(6) 2022) = (-) neg. FDA safety report ID # (B)(4).

Manufacturer narrative:
There will be no further information available, as it is not possible to follow up with the patient. Occupation is patient/consumer. The case was sent to the manufacturer for investigation.

Manufacturer narrative:
Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).